Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on unknown date. Customer¿s blood glucose was over 500 mg/dl in the hospital. Customer stated that the blood glucose was high and hydrated and it took 6 hours for it go back to normal. Customer stated that the they grabbed insulin pump and noticed that the tubing was out of body. The insulin pump will not be returned for analysis.